Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis removed due to infection. An ams700 16cm cxr cylinder/pump with 100ml conceal reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.